Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site on (B)(4) 2011 and adjusted the reagent 1mixer and changed the seals on the swrp pump and reagent probe 1 pump. The operator ran calibration and qc passed. On (B)(6) 2011, the customer called to report another discordant calcium result. The fse was dispatched to the customer site. The fse found that the dilution probe was dripping and found that the dilution pump was leaking. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two discordant calcium results were obtained on the advia 1800 on (B)(6) 2011. One of the results was reported to the physician. The samples were retested and a corrected report was issued. There was no report of adverse health consequences or patient intervention due to the discordant calcium results.